Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone unknown cloud - omnipod 5 software app version unknown cloud - smartphone operating system unknown cloud - smartphone hardware unknown cloud - cgm sensor type unknown.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the pod was leaking insulin. Treatment information was not provided.